Event description:
It was reported that initially the patient stated the stimulator never worked properly. The patient stated she had complained for a year and a half and did not know what to do. The patient also stated that therapy was wonderful for the first 2-3 months after implant, then problems started around (B)(6) 2013. The patient had 2 leads, one to the back and one for the nerve damage down her left leg. Until ¿months ago¿, she was only getting stimulation down her leg. The patient stated that nothing is going on with her back and her pain medicine had doubled, but no one believed her. The patient met with a company representative, who told the patient that one electrode on the lead that went to her back malfunctioned. It was flipped from the leg to the back. The lead was not physically flipped, but the representative ¿took the pulse from in her leg and put it in her back with her gadget.¿ while she sat there, they had to ¿pump it up pretty high.¿ as soon as the patient stood up, ¿it went crazy¿ and every movement changed it. The representative had already left the appointment at that time. The patient had it set for different positions, but it would reset itself. The patient would sit for 5 minutes instead of 3 minutes (as required for adaptivestim). She would then check it, move around, come back and check it and find it to be reset. The upright position wanted to reset to 4.00 and the patient needed it above 5. The patient stated this had been going on since (B)(6) 2013 as well, and it did this a lot. The patient stated she might get help in her back when the stimulator was charged 100% but if it was anything less than 100%, she would get zero. The patient only felt the stimulation on her front. She stated it felt like ¿her front was in a blender¿ and she did not feel the stimulation in her spine. This started to occur in 2014, a specific date was not provided. The patient kept stimulation on 24/7. She was able to go to yard sales 2 days prior, which was wonderful, but she expressed dissatisfaction that this was only one day; the patient stated it should be working all the time. The patient saw her physician monthly and wanted to have diagnostic testing done. The patient was at the point of wanting the device removed. Additional information from a company representative noted that the patient had been reprogrammed multiple times. The patient has been given basic information on programming. At the last programming session (date not reported), the patient was satisfied with the coverage and was asked to stand and walk to make sure it wasn¿t too high. The company representative did plan to meet with the patient at her next appointment. (Omitted info for related pes (B)(4) dead, (B)(4) implant site irritated) additional information was received indicating that the manufacturer representative met with the patient a few times for reprogrammed. It was noted that the patient tended to change the story of where the stimulation was felt based on when asked questions. The patient was able to get stimulation where they wanted it. The stimulation was functioning properly, there were no malfunctions noted. It was noted that another manufacturer representative would see the patient on (B)(6) 2015 to assess the patient. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that initially the patient stated the stimulator never worked properly. The patient stated she had complained for a year and a half and did not know what to do. The patient also stated that therapy was wonderful for the first 2-3 months after implant, then problems started around (B)(6) 2013. The patient had 2 leads, one to the back and one for the nerve damage down her left leg. Until months ago. She was only getting stimulation down her leg. The patient stated that nothing is going on with her back and her pain medicine had doubled, but no one believed her. The patient met with a company representative, who told the patient that one electrode on the lead that went to her back malfunctioned. It was flipped from the leg to the back. The lead was not physically flipped, but the representative took the pulse from in her leg and put it in her back with her gadget. While she sat there, they had to pump it up pretty high. As soon as the patient stood up, all went crazy and every movement changed it. The representative had already left the appointment at that time. The patient had it set for different positions, but it would reset itself. The patient would sit for 5 minutes instead of 3 minutes (as required for adaptivestim). She would then check it, move around, come back and check it and find it to be reset. The upright position wanted to reset to 4.00 and the patient needed it above 5. The patient stated this had been going on since (B)(6) 2013 as well, and it did this a lot. The patient stated she might get help in her back when the stimulator was charged 100% but if it was anything less than 100%, she would get zero. The patient only felt the stimulation on her front. She stated it felt like her front was in a blender and she did not feel the stimulation in her spine. This started to occur in 2014, a specific date was not provided. The patient kept stimulation on 24/7. She was able to go to yard sales 2 days prior, which was wonderful, but she expressed dissatisfaction that this was only one day; the patient stated it should be working all the time. The patient saw her physician monthly and wanted to have diagnostic testing done. The patient was at the point of wanting the device removed. Additional information from a company representative noted that the patient had been reprogrammed multiple times. The patient has been given basic information on programming. At the last programmingsession (date not reported), the patient was satisfied with the coverage and was asked to stand and walk to make sure it wasn't too high. The company representative did plan to meet with the patient at her next appointment. Additional information was received indicating that the manufacturer representative met with the patient a few times for reprogrammed. It was noted that the patient tended to change the story of where the stimulation was felt based on when asked questions. The patient was able to get stimulation where they wanted it. The stimulation was functioning properly, there were no malfunctions noted. It was noted that another manufacturer representative would see the patient on (B)(6) 2015 to assess the patient.if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).